Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: a review of the black box showed occlusion alarms with a high force. The rewind, load, and prime steps were performed successfully with no alarms. Force calibration testing passed. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened to find no intermittent conditions on the force sensor circuit. Unrelated to the original complaint, the display was dim with letters having a red hue. Additionally, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal, and from the case seal to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.